Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: that the balloon had a cut. The obturator, locking collar, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the balloon was inflated, a hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, prior to the procedure, the balloon would not inflate. There was no rapid loss of abdominal pressure due to the device issue. The device is expected to be returned for evaluation.